Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (299 mg/dl). The customer took a manual injection of insulin. Prior to the reported event, the customer had gone swimming with the pump on.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.